Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair utilizing the ultra fast-fix ab assembly - rev curve, it was reported that the t1 implant was deployed. As t2 was deployed, it came off the inserter and went into the meniscus. T2 was retrieved with a hand instrument, leaving t1 unsupported. Next, t1 on a second ultra fast-fix ab assembly would not deploy. Subsequently, the procedure was completed using a third ultra fast-fix device. There were no reported patient injuries or complications.

Manufacturer narrative:
Two devices were returned for evaluation of the reported complaint mode, ¿deployment issues¿. For sample one, only the inserter was returned without any t's or suture; therefore, no root cause determination was possible. The device appears to be a straight device which is contrary to the complaint report. For sample two, t1 has been pushed over the actuator. The actuator on this device was measured and found to be within print specification. No root cause related to the manufacture of the device can be determined. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Two devices from lot number 50461893 were returned for evaluation. The raw material investigation identified that the affected subcomponent is part number 8104703 from smith & nephew incoming material lot 0000756084. (B)(4) pieces were part of that incoming lot. The returned devices were visually evaluated and it was confirmed that glue was not applied to the proper location prior to assembly per procedure. When the glue is not applied as required, the amount of glue that reaches the contact area of the mating parts is compromised. This can result in an inadequate bond of the introducer needle inside the device handle. A review of the device history records indicate that the failed part was assembled by a newly trained operator. As a result of this complaint, an internal corrective action at the OEM supplier has been initiated. (B)(4).